Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the ceramic liner broke during surgery. All of the fragments were retrieved and cleared. Changed to another liner to complete the surgery. The surgery was delayed for about fifteen minutes. The patient was in stable condition.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: liner breakage intra-op. It was reported that the ceramic liner broke during surgery (as the photo shows), then all the fragments were retrieved and cleared. Changed another liner to complete the surgery. The surgery was delayed for about 15 minutes. The patient was in stable condition now. The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. See attachment (B)(4). The photo investigation revealed that the ea delta cer insert 36idx54od has fractured in multiple pieces. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences during the surgical process. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors as the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. The overall complaint was confirmed as the observed condition of the ea delta cer insert 36idx54od would have contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: ea delta cer insert 36idx54od product code: 121881754 lot number: 4630933 and no non-conformances or manufacturing irregularities were identified. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. Device history review: a manufacturing record evaluation was performed for the finished device product description: ea delta cer insert 36idx54od product code: 121881754 lot number: 4630933 and no non-conformances or manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: liner breakage intra-op. It was reported that the ceramic liner broke during surgery(as the photo shows), then all the fragments were retrieved and cleared. Changed another liner to complete the surgery. The surgery was delayed for about 15 minutes. The patient was in stable condition now. The product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device along with a manufacturing investigation performed by supplier. Visual analysis of the returned ea delta cer insert 36idx54od was fractured in multiple small pieces, the fragments were returned incomplete. Metal transfer of erratic appearance can be found on the insert. In case of symmetrical, and therefore correct, taper fit between the ceramic insert and the metal cup, metal transfer patterns (primary metal transfer) are expected over the whole circumference in region of the taper top and taper center of the insert. The insert does not exhibit such patterns. Additionally metal transfer can be found at the outer chanfer on the insert. This metal transfer might indicate a tilted position of the insert during the inpaction. However, since no other metal transfer patters can be found on the taper region, the primary metral transfer cannot be evaluated sufficiently. Additionally, metal transfer can be found on the transition radius on the fragments of the insert. These metal transfer patters were most likely caused during the attempts to remove the insert from the metal cup. The insert is fractured into a large number of small fragments. The primary fracture surface and the fracture origin cannot be found. No conclusions can be drawn regarding a possible cause for the fracture of the insert based on the provided fragments. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences during the surgical process. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A manufacturing record evaluation was performed for the finished device product description: ea delta cer insert 36idx54od product code: 121881754 lot number: 4630933 and no non-conformances or manufacturing irregularities were identified. A functional test was unable to be performed due to the post-manufacturing damage. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the ea delta cer insert 36idx54od would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: ea delta cer insert 36idx54od product code: 121881754 lot number: 4630933 and no non-conformances or manufacturing irregularities were identified. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. Device history review: a manufacturing record evaluation was performed for the finished device product description: ea delta cer insert 36idx54od product code: 121881754 lot number: 4630933 and no non-conformances or manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: liner breakage intra-op. It was reported that the ceramic liner broke during surgery (as the photo shows), then all the fragments were retrieved and cleared. Changed another liner to complete the surgery. The surgery was delayed for about 15 minutes. The patient was in stable condition now. The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. See attachment (B)(4). The photo investigation revealed that the ea delta cer insert 36idx54od has fractured in multiple pieces. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences during the surgical process. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. The overall complaint was confirmed as the observed condition of the ea delta cer insert 36idx54od would have contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities device history lot: a manufacturing record evaluation was performed for the finished device product description: ea delta cer insert 36idx54od product code: 121881754 lot number: 4630933 and no non-conformances or manufacturing irregularities were identified. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. Device history review: a manufacturing record evaluation was performed for the finished device product description: ea delta cer insert 36idx54od product code: 121881754 lot number: 4630933 and no non-conformances or manufacturing irregularities were identified.

Event description:
Additional information received. After investigation, the patient was a 71-year-old female who underwent hip arthroplasty on (B)(6) 2025 due to "hip wear". During the surgery, the surgeon implanted 121881754 and the matching acetabular cup system product (with specific product code unknown). During the implantation, the liner was broken. The surgeon immediately removed all fragments and replaced with a new liner (with specific code unknown) to continue the surgery. The subsequent surgery went smoothly. The surgical time was extended approximately 15 minutes. This event did not cause any other harm to the patient except for the prolonged operation time. The patient was in stable condition currently. No subsequent adverse event report was received.